Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited noise, low p-wave amplitudes, and intermittent failure to sense p-waves. The physician capped and replaced the lead during a generator changeout procedure on (B)(6) 2020. The patient was in stable condition.

Event description:
New information received notes the physician also alleged insulation failure of the right atrial lead.